Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.

Event description:
During a percutaneous transluminal angioplasty, blood filled the indeflator during the second inflation of the powerflex p3 balloon. The event occurred after 20 seconds of inflation. The product was advanced to the lesion over the guidewire through the sheath introducer and inflated to 15atms. There were no tear or leaks in the balloon. There were no inflation difficulties. Pressure was not lost when the blood was noticed in the indeflator. There were no device anomalies noted during prep. The product was withdrawn from the patient with injury. There is no information on vessel characteristics. The product will be returned.